Event description:
It was reported that the flip flop valve caused infections because it was too difficult to clean. Per follow-up via phone on 01nov2021, the patient had to use the catheter longer than they should because they were out of supply. Stated liberator was unable to send the ones, they needed timely. Also stated that liberator did not send the correct catheter that the patient needed. Patient wanted an infection control catheter because of urinary tract infection with use of these catheters because there was no infection control coating on them. The patient had prescribed antibiotics for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The potential root cause for this failure could be incorrect batching of chemicals in the lab/low silver concentration or no silver. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flip flop valve caused infections because it was too difficult to clean. Per follow-up via phone on 01nov2021, the patient had to use the catheter longer than they should because they were out of supply. Stated liberator was unable to send the ones, they needed timely. Also stated that liberator did not send the correct catheter that the patient needed. Patient wanted an infection control catheter because of urinary tract infection with use of these catheters because there was no infection control coating on them. Patient had prescribed antibiotics for the urinary tract infection.